Manufacturer narrative:
The column controller board and pcb adapter keypad board were replaced and configured to resolve the issue. The device functioned as designed. Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.

Event description:
The customer alleged the keypad and remote functions were not working. No harm was reported in relation to this allegation. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer alleged the surgical table failed on (B)(6) 2022, and operation via the remote control and column keypad was not possible. During the investigation it was found that there were no abnormalities in the event log that indicated a failure of the surgical table. Adjustments via the remote control and column keyboard was not permitted because the floor lock was disengaged. The table was disengaged with the unlock command from the remote control. Various driving movements were attempted, whereby the table displayed the flashing lock/unlock button to alert the customer to jack up (lock) the table. This was apparently ignored by the customer, who continued to try to operate the table with various drive commands, but without success, since the table was in an unlocked state and rejected drive commands. Only after the customer had pressed the lock button the table was jacked up and all drive commands worked as intended. Based on this information, no further action is required.

Event description:
The customer alleged the keypad and remote functions were not working. No harm was reported in relation to this allegation. This report was filed in our complaint handling system as complaint # (B)(4).